Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the tie wraps for the pe valve were loose. Additional malfunctions include the filters were dirty.